Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered, (B)(6).

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged the following: the patient was hospitalised (B)(6) 2017 due to bgl of 32mmol and trace ketones (0.02)¿ patient had only recently (3 days)started on pump and this had occurred following their first site change. On removal of cannula, it was kinked. Did another site change but bgl¿s were not going down and noticed that cannula had kinked again. Reviewed insertion technique again: correct, with the exception of putting the tubing through the little slot on the side and it getting caught when pulling back on the insertion piece. After another site change bgl¿s dropped to 10mmol. Patient released from hospital. Did correction at lunch and after this, bg:l¿s rose again to 30 mmols. They got in touch with their diabetes educator, who advised to remove the pump and return to injections. On removal of the pump, they noticed a lot of air bubbles in the cartridge. They started using the pump again on monday ((B)(6) 2017) in the morning and since then has been working well. They have another appointment in a couple of days to review the rates and I/c ratio in the pump. The bg excursion was attributed to user error. This complaint is being reported as the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
Follow-up #1; date of submission: 03/21/2017. No product was returned. A reserved sample of the same cartridge lot number was evaluated and tested by product analysis with the following findings. The retained cartridge sample was found to pass the visual inspection and fill, force, and leak testing. No defects were found related to the air bubble issue. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.